Event description:
Home patient (hp) contacted baxter's tech svc ctr (tsc) regarding a "check lines and bags" message that appeared on the display of their homechoice machine during fill 3 of their automated peritoneal dialysis (apd) treatment. Reportedly, after alarm sounded hp discovered they had accidentally pulled the supply line of the homechoice set out of the supply bag it was previously connected to. Tsc assisted hp in ending their treatment early and instructed them to complete therapy with manual exchanges. Per hp, no pt injury or medical intervention was associated with this incident.